Event description:
Caller reported that the pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level, as it remained within normal range. Technical support instructed the caller on how to press the button correctly, but the issue persisted. Consequently, a replacement pump was arranged. Additionally, the customer previously experienced shortages in infusion sets due to occlusions and acknowledged guidance provided by technical support to report future issues. Ten replacement infusion sets were sent to the customer.